Event description:
It was reported that during the procedure, a 2.0x200x150 armada 14 balloon dilatation catheter was advanced on a whisper ls guide wire into a 5-fr non-abbott sheath, and to a lesion in the right superficial femoral artery with no resistance felt during advancement. After inflating the armada 14 balloon to 8 atmospheres (atm) two times for 60 seconds each using a non-abbott inflation device without issue, deflation was attempted, however, the balloon failed to deflate, despite several attempts to create a vacuum by connecting a 3-way valve, then an unspecified device to draw and hold negative pressure. The balloon could only be partially deflated and during withdrawal, severe resistance was felt, which was reportedly not advantageous to the vessels; though no acute adverse patient effects were reported, the patient experienced vessel spasm which was treated with additional dilatation using a larger balloon and via implantation of a drug-eluting stent. There were no kinks, no bends and also no tears noted on the armada shaft. Dilatation was completed with another armada 2.5 x 200mm. A clinically significant delay was reported. No additional information was provided.

Event description:
Subsequent to the initial filed report, though it was initially reported that the target lesion was located in the superficial femoral artery, it has been noted that the target lesion was more specifically located in the anterior tibial artery. No additional information was noted.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.